Event description:
It was reported that the bladder of a large volume folfusor ruptured. The bladder rupture occurred while filling the device with carrier solution prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h4, h6 (update codes), h11. H4: the lot was manufactured between october 14-15, 2024. H11: the device was received for evaluation. Visual inspection was performed on the returned sample which showed that the bladder has been ruptured. The bladder was examined and no signs of abnormalities were observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause of the condition was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.